Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from angulation control knob. A definitive root cause cannot be determined. The user can detect the events by handling the device in accordance with the following IFU. Inspection of the endoscope. Inspection of the endoscopic system. The user can possibly reduce/prevent occurrence of the suggested events by handling the device in accordance with the following IFU. Leakage testing of the endoscope. The user can detect the events by handling the device in accordance with the following IFU. Inspection of the endoscope. The user can possibly reduce/prevent occurrence of the suggested events by handling the device in accordance with the following IFU. Using endo therapy accessories. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the air water tube, the air water cylinder, and the connecting tube. Additionally, the plastic distal end cover was found to be burnt. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.